Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure the oversensing of electrical noise was observed and it correlated with the use of electrocautery. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.